Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One 5.5 mm full radius elite blade was returned for evaluation. Visual assessment identified significant axial fractures through the adapter body, to the outer sheath. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. Visual assessment of the blade showed multiple contact points on the outer blade distal tip corresponding with edge-form teeth wear of the inner blade. This wear likely led to the reported material shedding. Per the device IFU under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacturing process can be established. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During knee arthroscopy procedure, the blade made a grinding noise then shed metal flakes. The surgeon flushed the joint for about 15 minutes. They did not state whether or not they thought all debris was removed or if they could still physically see debris after flushing.